Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit the tubing. Customer changed the infusion set and connected with current reservoir and stated that the insulin did not exit the tubing with plunger push. Customer then changed the reservoir and stated that the insulin pump did not alarm no delivery with manual prime. Customer was advices that changing the reservoir resolved the issue. Blood glucose value is 70 mg/dl. Nothing further reported.